Manufacturer narrative:
Other, other text: b5: additional information received and attached from customer via email dated 22-sep-2021: date of the event was updated. The event occurred during bench testing. There was no patient involvement. H6: event problem and evaluation codes: updated after device evaluation h10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the smiths tampered seal label was missing. The customer stated problem was duplicated. Cassette not attached properly error was duplicated and verified when a disposable cassette was used during testing. Event history log was reviewed and the error was found multiple times. Defective and inoperable dso (downstream occlusion) sensor was replaced. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
It was reported that a smiths medical cadd solis vip pump exhibited a faulty sensor causing an alert for which it was not sensing the cassette. No patient harm has been reported at this time.